Manufacturer narrative:
Eval: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by anatomical changes over time.

Event description:
Aaa repair utilizing one main body graft and two iliac leg grafts was performed in2003. Then in 2007, pt underwent add'l procedure due to a type I b endoleak. Another iliac leg graft was used to correct the endoleak.